Manufacturer narrative:
Final analysis found a partial lead measuring 41.3 cm with the distal tip returned for analysis. The reported field event of noise was confirmed. Inner insulation abrasion was noted from 15.6 cm to 16.5 cm from the distal tip, and was found to be the cause of the reported event of noise.

Event description:
It was reported that there was noise observed on right atrial (ra) and right ventricular (rv) leads. The leads were explanted on (B)(6) 2018. Further information could not be obtained.